Manufacturer narrative:
The report event of high impedance was not confirmed. As received, electrically tested showed the returned lead stim ends, terminal end and lead body segment passed isolation resistant testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. It was confirmed via x-ray that the lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.